Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can presumed that it was due to the balloon being caught on a sharp object or being overstretched during handling, such as when the balloon was being attached. The events can be detected/prevented in accordance with the following instructions for use: ·store the balloon in a cool environment with low humidity. ·after opening the laminate package, reseal it securely. If the laminate package remains open, the efficacy of the deoxidizer will be reduced. ·the balloon can tear easily, beware of sharp objects. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. This report is related to linked patient identifier: (B)(6).

Event description:
The customer reported to olympus they witnessed an unspecified number of balloons from the same lot number that broke and had leaks after they were installed. There was no report of patient injury or medical intervention associated with this event.